Event description:
It was reported that there was a patient alert was triggered. At this time the patient was within a clinic where neither the patient nor the clinicians recognized an alert tone. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated audible alert sound. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(4) 2013. Magnet tones were recorded on (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.